Event description:
Nurse made "hot pack" using bag labeled "ice bag" with wash cloth inside and just enough warm/hot water to wet the wash cloth inside the pack. Hot pack placed directly on pt skin. Pt leg was numb due to having an epidural block so pt was not able to feel hot temperature. Suffered second degree burns blistering leg. Water and pack temperature was palpated by rn before and immediately following the incident. Parts of the pack were found to be abnormally hot following the incident, and some water had leaked out. Cause of pack being hot enough to burn the patient is unknown since boiling water was not used and rn palpated comfortable temperature prior to administration.